Event description:
According to a complaint, a bifurcated stent graft was used for correction of an abdominal aortic aneurysm in 2008. During withdrawal of the delivery system, the front sheath became lodged in the calcified left iliac. The physician made excessive manipulations of the delivery system and the device broke at the polyimide. A balloon was used in an attempt to retrieve the separated end of the delivery system and inadvertently perforated the iliac near the arteriotomy. The physician was able to retrieve the rest of the delivery system using surgical forceps. An iliac tube graft was used to repair the vessel damage. Patient reportedly died several days later, specific details are not known.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device met specification prior to release. Evaluation of the actual device involved concludes visual damage to the braided polyimide caused by excessive manipulation indicative of diseased patient's anatomy. No conclusions can be drawn at this time.